Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results predicted from two different patient samples processed on a vitros eciq immunodiagnostic system. Patient 1: 0.123 ng/ml vs. <0.012 ng/ml, patient 2: 0.127 ng/ml vs. <0.012 ng/ml. The falsely elevated vitros tropi es results were identified and were not reported from the laboratory. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results were predicted from two different patient samples processed on the vitros eciq immunodiagnostic system. An ocd field engineer performed service actions to optimize analyzer performance, and acceptable vitros tropi es precision testing following the service actions demonstrated the vitros eciq system was operating as expected. However, as no vitros tropi es precision testing was performed prior to performing all the service actions, a possible analyzer or reagent issue contributing to the event could not be confirmed. Additionally, pre-analytical sample processing cannot be ruled out as a contributing factor. The customer would not provide information regarding their process for sample centrifugation when requested. A definitive root cause for the event could not be determined.